Event description:
The surgeon implanted a silicone lens model aa4203tl and noted the lens was damaged. The incision was enlarged and sutures were needed when the lens was removed. There were no other pt injuries noted. The facility believes the lens was damaged by the cartridge or injector.